Manufacturer narrative:
Four photos of a 5ml eurographic syringe lot 3206662 were received and evaluated. All four images from different angles each show one loose syringe with damage to the barrel consistent with being scraped across the 1ml number to the minor graduation line. One of the images also includes the top web slip with all applicable product information. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 3206662 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
3 x luer lock 5ml syringes found cracked, when aspirated air is drawn in through. Unsure if damaged in transit. See photo for reference. Removed the batch from the unit and completed datix - web no. 263628. No harm to patient batch (01)00382903096497 lot 3206662.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll euro 125 s/c had cracked barrels. The following information was provided by the initial reporter: "three x luer lock 5ml syringes found cracked, when aspirated air is drawn in through. Unsure if damaged in transit." See photo for reference. Removed the batch from the unit and completed datix - web no. 263628. No harm to patient batch (01)00382903096497. Lot 3206662.